Event description:
A caller reported an issue with their cgm displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset instructions and guiding them through the process, after which the error code did not reappear, and the caller successfully restarted their sensor session.